Event description:
The patient experienced baclofen overdose, possibly due to pocket fill. Patient symptoms included respiratory depression and loss of consciousness. The hcp removed 25 mls of cerebrospinal fluid to clear the catheter and took the drug out of the pump. Thirty mls of baclofen was removed from the pump; according to programming, 37.5 mls was supposed to be in the pump. The hcp reported that: "we have no documentation or proof that this occurred". The hcp does not believe that the pump was "malfunctioning at this point". The patient outcome was unknown. A follow-up report will be submitted if additional information becomes available.